Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. Analysis confirmed that the reported telemetry acknowledgment did not occur within the nominal time limit. The telemetry acknowledgment responded after approximately 30 seconds. After the device was exposed to high temperature (approximately 150° c), a power on reset occurred. As a result, the telemetry acknowledgment delay was no longer observed. The device now responded nominally to a telemetry interrogation. Subsequent testing and evaluation reported normal operation and functionality. The reported telemetry failure could not be reestablished during the remainder of the analysis. The device was fully functional; the cause of the telemetry delay was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the device being removed from the sterile packaging, telemetry could not be obtained with the device. A new programming head as well as a new programmer was used. A new device was used to complete the procedure. No patient complications have been reported as a result of this event.